Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised that that phenomenon attributed to inappropriate cleaning by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus representative found a foreign material adhering to the forceps elevator of the device when the rep was reviewing the customer's reprocessing practice. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.